Event description:
Implant date: unk. Pt demographics: male. It was reported by dickerman et al. In the spine journal 8(2008) 1046-1047 in a letter to the editor entitled "calcium phosphate silicate for spinal fusion: a good alternative to bone morphogenetic protein-2" that a pt developed heterotopic bone growth after the use of rhbmp-2. The rhbmp-2 was placed in a peek interbody device in the lumbar spine. The fusion was determined to be successful. The pt complained of persistant lower extremity radiculopathy approx 11 months after surgery. A CT scan was performed and the pt was informed that it was normal. At this time the hardware was removed without successful relief of the pt's symptoms. Upon evaluation by the reporting surgeon, the pt has left l4 radiculopathy and the CT demonstrated significant osteophyte formation projecting from the disc space into the l4 formen. The pt underwent re-exploration with microscopic guidance and was found to have significant osteophyte formation arising from the interbody graft traversing into the foramen and compressing the l4 nerve root. This was resected and the pt had full relief of his radiculopathy postoperatively.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.